Manufacturer narrative:
See attached summary memo of evaluation.

Event description:
The dental implant fx4010swc was removed on (B)(6) 2017 due to failure to osseointegrate 3 months and two weeks after implantation. The doctor indicated that periodontal disease caused the implant removal. The patient has medical history of diabetes and requires addition surgical intervention.